Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient reported that she believed she had a stoma infection. The peg/j tube was mobilizing and no treatment was ordered. On 01 feb 2024, the patient reported she was treated with oral keflex for the stoma site infection, which will be completed on (B)(6)2024. The event was resolving.